Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The device was quarantined and reprocessed daily since the routine sample tested positive. The customer provided the cleaning, disinfection, and sterilization process stating that during manual cleaning, all channels were flushed with and immersed in detergent. The rinse water after disinfection was filtered and the concentration and expiration date of the disinfectant was controlled. The automated endoscope reprocessor (aer) used was cantel with intercept plus detergent and rapicide a and b disinfectant. All channels were connected with tubing when placing the endoscope into the aer and no defects were reported on the aer. The water quality was controlled by filter. The device was dried by clean cloth or paper and stored in a simple cabinet. Olympus is the maintenance company. The hygiene microbiological investigation report indicated the channels of the scope were cultured and <1 colony forming unit/100ml of growth was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during routine microbiological testing, the colonovideoscope tested positive three times for unexpected microbiological growth. On (B)(6) 2023 and (B)(6) 2024, testing detected >80 colony forming units (cfus) /100 ml of unspecified microbiological growth. On (B)(6) 2024, the device tested positive for >80 cfus /100 ml of serratia marcescens, enterobacteriaceae, and pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide an additional reportable malfunction found during the device evaluation. The device evaluation found a white residue attached inside the air/water cylinder.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist and the lms final investigation. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, for the event of foreign material remained in the air/water cylinder, the foreign material could not be identified. Physical damage was detected in the air/water cylinder therefore the residue may not have been removed due to the physical damage. For the event of positive in culture testing, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.